Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: test strip issue.

Event description:
Customer complains of "lo" results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 98-117mg/dl fasting. Verified test strips expire 09/29/2017. Confirmed customer's test strips are being stored properly and opened vial date was undisclosed. Reviewed meter memory: (B)(6). Memory concerns: with the results of lo that the meter is giving when running the control solution test. Customer calling states that the meter gives a lot of e-5 error. Customer is not sure when the strips were open up. Checked the meter memory and the time is off by one hour.